Event description:
During the device evaluation, it was observed that the distal tip of the flexible cysto-nephro videoscope was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the distal tip was observed to be detached. The root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.